Event description:
It was reported, the subject device had a black screen for 3 seconds while in use, and then the video was restored. The issue was found during a laparoscopic surgery procedure that was completed with same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review (DHR) - DHR was conducted, and no issues were identified. This report will be supplemented if any additional relevant information is received. Olympus will continue to monitor field performance for this device.